Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior, non-penetrating nicks, brown particles in the shell and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the non-penetrating nicks in the shell.

Event description:
Healthcare professional reported a left side "suspected rupture." Physician later confirmed "implant rupture and change in shape." The device has been explanted.

Manufacturer narrative:
Additional note: d6b explant date: evidence shows explant occurred, but no explant date provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side "suspected rupture." Physician later confirmed "implant rupture and change in shape." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, healthcare professional "change in shape". This record relate to the left side device. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported suspected rupture. Affected side and device status are unknown.